Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Clarification was received: it was reported that a patient was initially implanted with a modulift cage on (B)(6) 2019 during a corpectomy procedure. The patient was discharged from the hospital; and about a day and a half later, reported to the emergency room in the middle of the night with complaints of pain. Post-operative x-rays, taken at the hospital, revealed that the cage had migrated. Subsequently, the patient was revised on or about (B)(6) 2019 and a replacement cage was implanted in its place. No additional patient harm or intervention has been reported since the revision surgery.

Manufacturer narrative:
No product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage and/or patient related. Rationale: without a product/implant analysis and with the lack of information, a definitive root cause cannot be determined. We assume a bad bone structure or an insufficient preparation of the bone as the most probable root cause(s). A material defect or a manufacturing error can be excluded. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the vertebral cage postoperatively. Sometime after the initial implantation, there was migration of the cage. A revision surgery was performed to retrieve it; another device was implanted at that time. Additional information has been requested but not yet provided.